Event description:
The patient was on a berlin heart ventricular assist device (vad.) The nurse noticed bleeding from the insertion site at the inflow cannula. The patient providers were called to the bedside. At that time, air was noted in the vad. An attempt was made to transition the patient to an extra-corporeal life support (ecls) system which was unsuccessful. It was noticed that inflow cannula had a tear in the tubing. Operative notes: date of operation: [redacted date]. Preoperative diagnosis: dilated cardiomyopathy, status post berlin left ventricular assist device (lvad), listed for heart transplantation status 1a, bleeding, cardiac arrest with CPR in progress. Postoperative diagnosis: dilated cardiomyopathy, status post berlin left ventricular assist device (lvad), listed for heart transplantation status 1a, bleeding, cardiac arrest. Operation: emergent cannulation for arteriovenous extracorporeal membrane oxygenation (ECMO). This patient is a [redacted age] with a diagnosis of dilated cardiomyopathy, who is status post placement of a berlin left ventricular assist device on [redacted date]. Patient has been on a berlin lvad for 291 days. We were emergently called to the bedside secondary to acute decompensation from bleeding emanating from the berlin inflow cannula. This was controlled by manual compression by report, and transfusion protocol had been instituted. Patient was then noted to have seizures and was subsequently intubated. The team then noted air in the berlin pump, and the team proceeded to clamp the inflow cannula while the patient was continuing to be resuscitated. CPR was then instituted, which included chest compressions as well as institution of our code protocol. The patient also required reintubation. At this point, we arrived, and given the situation, our plan was to emergently go on arteriovenous ECMO via right neck cannulation. We discussed the situation with our team including cardiologists and intensive care team and our only option was to on ECMO. Of note, the patient's right internal jugular vein was occluded; however, we still attempted to place cannulas given the acute nature of the situation. We did communicate with the family the gravity of the situation and explained that we would attempt to go on ECMO. Patient was enroute during the event, and we maintained communication and updates with the family. Findings: occluded right internal jugular vein. Perforation/crack in the inflow cannula (1-2mm) of berlin lvad, near the connection to the velour of the cannula. Procedure: the right neck was then prepped and draped while chest compressions were ongoing. An incision was made in the right neck, and the right internal carotid artery was dissected free and encircled. Of note, we could really not identify the right internal jugular vein; however, there was a collateral that was identified and was quite small. We proceeded to heparinize, and we cannulated the right carotid artery with a 10-french arterial cannula. This was de-aired and connected to the circuit. We then transected this small internal jugular vein and placed a 10-french venous cannula; however, we did meet resistance. This was connected to our venous circuit despite no significant back-bleeding. The cannula was filled with saline and connected, and we proceeded to attempt to go on arteriovenous ECMO. Given the occlusion of the internal jugular vein, we were unable to achieve any flow on ECMO. At this point, we decided to discontinue our resuscitative efforts, and the patient was pronounced at 2151. We then proceeded to inspect the inflow cannula and noted that there was a fracture in the inflow cannula immediately adjacent to the velour. There was no evidence of any other fractures or disruption. The outflow cannula was intact without any abnormalities. Manufacturer response for ventricular assist device (vad) driver, ikus stationary driving unit for excor paracorporeal vad system (per site reporter). Berlin heart will perform an investigation. Manufacturer response for apex cannula, excor apex cannula for small children (per site reporter), berlin heart will investigate. Manufacturer response for apex cannula, excor apex cannulae (per site reporter), berlin heart will perform an investigation. Manufacturer response for vad blood pump, excor blood pump with pu valves (per site reporter), berlin heart will perform an investigation.